Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported maxguard t connector extension set leaking at the connector. No pt harm or medical intervention occurred. No further patient/event info was reported.